Event description:
It was reported by the service center, that the unit was sent to them for repair, because the green cable is faulty. It was not noted if the issue occurred during a procedure. No pt consequence reported.

Manufacturer narrative:
Eval summary: based on analysis results, this complaint is now determined to be a MDR malfunction. The unit was returned to the international service center. Based upon the inquiry info received, visual and functional examination, the unit was found to require; damaged upper and lower case replaced, missing fastening material exchanged, electrical, rotational and translational cables replaced. The device history record has been reviewed via the database. The unit has passed all qa inspections. Complaint info is trended on a regular basis to determine if further investigation is warranted.